Manufacturer narrative:
Eval: the sample has been sent to smith healthcare manufacturing for eval. Upon completion of their eval, a follow-up report will be filed. This incident was reported to our internation associate in 2006. However, the incident report was not rec'd by smiths medical until approximately 5 weeks later. Smiths medical does not consider this a reportable event per their guidelines.